Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.